Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct during a cholangioscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when flushing the common bile duct, the image of the spyscope ds ii was lost approximately 15 minutes into the procedure. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation was performed. Elevator marks were noted on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment was performed. Upon plugging the device into the controller, it displayed a live, clear image. No problems were identified with the image. No problems were observed with physical connectivity of the device. The device was fully articulated in all directions; no problems were identified with the image. Real-time x-ray was used to image the distal tip, including the through-silicon vias (tsvs), redistribution layer (rdl), and camera wires. No damage was observed to the camera wires at or inside of the camera housing cap. In the handle, no damage was observed to the printed circuit board (pcb). The handle was opened and the connection of the camera wires to the printed circuit board assembly (pcba) was inspected. No damage or defect was noted on the bond between the solder pads and the camera wires. The glue feature appeared fractured, but no fragments of the glue feature were inside the handle. The glue feature was wiggled with tweezers to test the solder bond of the wires, and no change to the image was noted. Pressure was applied to the ground pad on the pcba using a screwdriver, and no flex was observed on the pcba. It appeared fully bonded to the breakout and no components on the board appeared damaged. The reported event was not confirmed. Product analysis was unable to replicate the reported event of loss visualization or identify any problem that could have caused or contributed to the reported event. Based on all gathered information, the complaint investigation conclusion code selected for the visualization issue is no problem detected, which indicates that the device complaint or problem cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11: correction: block g5 (premarket / 510(k) #) has been corrected.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct during a cholangioscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when flushing the common bile duct, the image of the spyscope ds ii was lost approximately 15 minutes into the procedure. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.